Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's screen not powered on was observed and a "service required" code and ventilator inoperative code were found in the ventilator's downloaded error log. The device's screen, interface and obm pca were replaced to address the issues.